Event description:
A malfunction alarm was reported. There was no information regarding an impact on the customer¿s blood glucose level. Technical support confirmed the replacement of the pump, ensured the customer's address was correct for shipping the new pump, and instructed the customer to return the faulty pump using a pre-paid label. The customer declined to share their backup therapy plan.